Manufacturer narrative:
The device was manufactured from november 27, 2019 - december 2, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) under-infused during a patient infusion. It was reported the infusion finished in 71 hours. The expected infusion time was 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.